Event description:
The pt's mom contacted animas alleging that the pt's blood glucose (bg) normally is less than 200 mg/dl; however, for the past week the pt's bg has been elevated from 200-400mg/dl and at one time it was over 600 mg/dl. The over 600 mg/dl bg was obtained on (B)(6) 2010 and the pt had tested positive for ketones. The pt changed the infusion set/site and cartridge and the bg eventually went down to the 100's mg/dl with correction bolus from pump. The infusion site/set and cartridge reportedly is changed every 3 days and the most recent change was on (B)(6) 2010. The reporter claimed there were no site issues and no air bubbles in tubing or cartridge. The animas rep walked the reporter through troubleshooting and noted the following: the date/time setting was confirmed to be correct, no associated alarms or warnings in history, and the insulin being used is within exp date. The reporter claimed she smelled insulin in cartridge compartment on (B)(6) 2010, but did not see or feel any leaking of insulin. With the pt disconnected from the pump, the reporter inspected the current cartridge and tubing and did not see any visible insulin leakage. The animas rep concluded that there was no indication of a possible malfunction of the pump. The reporter was advised to change out the infusion set/site and cartridge again and to contact the health care professional for further assistance. There was no indication of a pump malfunction; however, this complaint is being reported because the pt reportedly obtained a bg over 600 mg/dl with ketones.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no alarms or pump conditions indicating a delivery malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.